Event description:
It was reported that during the procedure, the helix mechanism of this right ventricular (rv) lead was fully extended after reaching the middle area of the right ventricle; however, high capture threshold values were observed. The physician attempted to reposition the lead, but after 28 counter-clockwise rotations, the helix mechanism could not be retracted. After several attempts, the physician elected to exchange the lead for a new one. The threshold measurements were normal with the new lead. No adverse patient effects were reported. A good faith effort will be submitted to the field for product return.

Event description:
It was reported that during the procedure, the helix mechanism of this right ventricular (rv) lead was fully extended after reaching the middle area of the right ventricle; however, high capture threshold values were observed. The physician attempted to reposition the lead, but after 28 counter-clockwise rotations, the helix mechanism could not be retracted. After several attempts, the physician elected to abandon the lead and replace it with a new one. The threshold measurements were normal with the new lead. No adverse patient effects were reported.

Manufacturer narrative:
This device is not available for return as it was capped/abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.